Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 8 days after the sensor had been inserted in the abdomen. On 08/30/2024, the patient was nauseated and flushed. The patient¿s cgm was reading 118 mg/dl and no bg meter comparison was taken at this time. The patient passed out. At an unspecific time after, the patient regained conscious by herself and called her friend. The patient¿s friend transported the patient to the emergency room. At the emergency room, the bg value was checked which was 70 mg/dl and the cgm reading was 118 mg/dl. The patient was treated with toradol through intravenous for concussion and glucose gel under the tongue. The patient stayed at the emergency room for a couple of hours and was discharged the same day. Three days later at the time of the report, the patient still had blurry vision and headache. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of the event. The reported glucose values fall within the c zone of the parkes error grid calculator when the patient was tested at the emergency room. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.